Event description:
Bayer case number: (B)(4) pain throughout the body [general body pain] joint pain ? Diffuse joint pain [joint pain] general fatigue [fatigue] chronic neck pain [neck pain] brain fog [brain fog] cognitive problems [cognitive disturbance] gynaecological disorders [reproductive tract disorder] swollen joints [swollen joints] skin rash [skin rash] asthenia [asthenia] dizziness [dizziness] headache [headache] difficulty concentrating [concentration impairment] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("pain throughout the body") in a 45-year-old female patient who had essure inserted (lot no. D72015) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of elective abortion, gravida I and arm fracture. No known allergy. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced pain (seriousness criteria hospitalisation and intervention required), arthralgia ("joint pain? Diffuse joint pain"), fatigue ("general fatigue"), neck pain ("chronic neck pain"), brain fog ("brain fog"), cognitive disorder ("cognitive problems"), reproductive tract disorder ("gynaecological disorders"), joint swelling ("swollen joints"), rash ("skin rash"), asthenia ("asthenia"), dizziness ("dizziness"), headache ("headache") and disturbance in attention ("difficulty concentrating"). The patient was hospitalised from (B)(6) 2025 for an unknown duration. The patient was treated with surgery (bilateral salpingectomy with resection of the interstitial and corneal portions). At the time of the report, all of the events had resolved. The reporter considered arthralgia, asthenia, brain fog, cognitive disorder, disturbance in attention, dizziness, fatigue, headache, joint swelling, neck pain, pain, rash and reproductive tract disorder to be related to essure administration. The reporter commented: anatomopathological examination ongoing. Post-operative course post-operative course: no complications. Discharged from the ward on (B)(6) 2025 discharge order: prescribed by outpatient surgery anaesthetists. Recommendations: medical leave from (B)(6) 2025 to (B)(6) 2025. No baths or swimming for 3 weeks. No vaginal intercourse or use of intravaginal tampons for 3 weeks. No heavy lifting or sports for 6 weeks essure device removed. Bilateral salpingectomy with resection of the interstitial and corneal portions. No post-operative complications. The symptoms completely went away following removal [of the device] on (B)(6) 2025. Prior to this, the symptoms lasted for the entire period from (B)(6) 2016 to (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. [Pathology test] (date unknown): ongoing (test results not provided) [ultrasound pelvis] (date unknown): anteverted uterus and a thickened endometrium, with the appearance of adenomyosis. The essure devices are in position with the intra-myometrial portion 9 mm to the left and 16 mm to the right. The ovaries present no notable features. The patient wants the essure devices removed. It was explained to her that the benefits of having them removed are difficult to predict. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pain throughout the body [general body pain]. Joint pain diffuse joint pain [joint pain] general fatigue [fatigue] chronic neck pain [neck pain] brain fog [brain fog]. Cognitive problems [cognitive disturbance] gynaecological disorders [reproductive tract disorder]. Swollen joints [swollen joints]. Skin rash [skin rash]. Asthenia [asthenia]. Dizziness [dizziness] headache [headache] difficulty concentrating [concentration impairment]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-apr-2026. The most recent information was received on 30-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("pain throughout the body") in a 45 year-old female patient who had essure inserted (lot no. D72015) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of elective abortion, gravida I and arm fracture. No known allergy. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced pain (seriousness criteria hospitalisation and intervention required), arthralgia ("joint pain diffuse joint pain"), fatigue ("general fatigue"), neck pain ("chronic neck pain"), brain fog ("brain fog"), cognitive disorder ("cognitive problems"), reproductive tract disorder ("gynaecological disorders"), joint swelling ("swollen joints"), rash ("skin rash"), asthenia ("asthenia"), dizziness ("dizziness"), headache ("headache") and disturbance in attention ("difficulty concentrating"). The patient was hospitalised from (B)(6) 2025 for an unknown duration. The patient was treated with surgery (bilateral salpingectomy with resection of the interstitial and cornual portions). At the time of the report, all of the events had resolved. The reporter considered arthralgia, asthenia, brain fog, cognitive disorder, disturbance in attention, dizziness, fatigue, headache, joint swelling, neck pain, pain, rash and reproductive tract disorder to be related to essure administration. The reporter commented: anatomopathological examination ongoing. Post-operative course post-operative course: no complications. Discharged from the ward on (B)(6) 2025. Discharge order: prescribed by outpatient surgery anaesthetists. Recommendations: medical leave from (B)(6) 2025 to (B)(6) 2025. No baths or swimming for 3 weeks. No vaginal intercourse or use of intravaginal tampons for 3 weeks. No heavy lifting or sports for 6 weeks essure device removed. Bilateral salpingectomy with resection of the interstitial and cornual portions. No post-operative complications. The symptoms completely went away following removal [of the device] on (B)(6) 2025. Prior to this, the symptoms lasted for the entire period from (B)(6) 2016 to (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. [Pathology test] (date unknown): ongoing (test results not provided) [ultrasound pelvis] (date unknown): anteverted uterus and a thickened endometrium, with the appearance of adenomyosis. The essure devices are in position with the intra-myometrial portion 9 mm to the left and 16 mm to the right. The ovaries present no notable features. The patient wants the essure devices removed. It was explained to her that the benefits of having them removed are difficult to predict. Batch number- d72015; expiration date- 28-mar-2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-apr-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.